Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "approx 1 year post op toric icl patient who had icl surgery by another surgeon. The patient is ketatoconus and had remaining cylinder now," and "doesn't think it's due to the lens rotation."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# : (B)(4).

Manufacturer narrative:
B5: lens was implanted into the patient's left eye (os). Claim# (B)(4).